Event description:
It was reported that the physician's handheld screen freezes and become unresponsive. Troubleshooting was performed by a company employee and the issue did not resolve. The physician was provided a new programming tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.

Event description:
Analysis was completed, and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Additionally, the handheld performed according to functional specifications.